Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of peritonitis is unknown, however according to the physician, the cause of peritonitis was related to an "automated pd system". The same day as the peritonitis diagnosis, the patient was hospitalized and discharged after 42 days. The patient was treated with unspecified antibiotic for 14 days. On an unknown date, the patient recovered from the events. The pd catheter was removed and pd therapy was discontinued. The patient was switched to hemodialysis. Hd is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.